Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to the repeat troponin test results. The customer's protocol is to repeat all initially positive troponin test results. The customer reported a negative result. There was no known report of patient treatment being altered or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the initial positive advia centaur cp result when compared to the negative repeat test results is unknown. The customer's quality control results were acceptable at the time of the event. No conclusion can be drawn. The instrument is performing within specification.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00403 on (B)(4) 2012. A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the discordant result. The customer has stated that the sample is centrifuged prior to being received in the laboratory for testing and was unable to verify sample handling or collection. The cause for the false positive result may be attributed to specimen collection and handling. The instruction for use (IFU) states the following in the specimen collection and handling: "the following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi, formerly nccls): collect all blood samples observing universal precautions for venipuncture. Allow samples to clot adequately before centrifugation. Keep tubes stoppered and upright at all times. Do not use samples that have been stored at room temperature for longer than 4 hours. Tightly cap and refrigerate specimens at 2° to 8°c if the assay is not completed within 4 hours. Freeze samples at or below -20°c if the sample is not assayed within 24 hours. Freeze samples only once and mix thoroughly after thawing. Frozen specimens can remain frozen up to 1 month in non-frost free freezers. Frozen samples must be centrifuged at 2200 x g for 10 minutes before analysis." "Before placing samples on the system, ensure that samples have the following characteristics: free of fibrin or other particulate matter. Free of bubbles."